Event description:
It was reported that cgm displayed error message during sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, followed guidance to reset pump, confirmed error message did not return, and then successfully started new sensor session.